Manufacturer narrative:
Device evaluation: thrombus could not be confirmed as heartmate ii lvas, serial number (B)(4), was not returned for evaluation. Analysis of the submitted log file provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively established through this evaluation. The submitted log file contained approximately 2 hours of data from (B)(6) 2018. The pump¿s fixed speed was set to 9200rpm and pump power, estimated flow, and average pi typically ranged from 4.4-4.5 watts, 2.3-2.4 lpm, an 2.1-3, respectively. Continuous low flow hazard alarms were captured throughout the file due to the estimated flow being consistently below the threshold of 2.5 lpm. Despite these alarms, no other atypical events were captured and the pump appeared to function as intended, operating above the low speed limit for the duration of the file. Thrombosis, hemolysis and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 years. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had elevated lactate dehydrogenase (ldh) of 670 u/l and the lvad system produced low flow alarms. A CT angiogram (cta) revealed circumferential thrombus in outflow graft that was almost completely occlusive at the graft-aorta anastomosis. Reportedly, the thrombus was caused by the patient¿s extensive history of non-compliance. The patient was provided bivalirudin and dobutamine with other options being discussed. The patient remained hospitalized. Due to ongoing non-compliance and ongoing illicit drug usage, the patient was not a candidate for transplant or pump exchange. On (B)(6) 2018, the healthcare professionals attempted to open the graft with a stent as a palliative measure. Bleeding and death reportedly occurred immediately after placing stent in the outflow graft. The cause of the patient¿s expiration was reported as bleeding. The source of the bleeding was not identified. No autopsy was to be performed. The lvad clinician reported that the device operated as expected.